Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) adverse incident report reference no (B)(4) ; submitted to (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Procedure summary it was reported to boston scientific corporation that an advantage fit system device was implanted into the patient on an unspecified date. The complainant reported that an approximately one centimeter section of the mesh was tensioned too tightly. After the initial procedure, the patient presented with a recurrence of cystocele with dysuria. A revision procedure was performed on (B)(6) 2022 to treat the patient's cystocele by attaching an anterior promontofixation strip to the advantage device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.